Manufacturer narrative:
Model- 720185-01; reservoir; lot sn- (B)(4); mfg date- null; exp date- 06/04/2018.

Event description:
It was reported that the patient experienced an inflation issue with a ams 700 inflatable penile prosthesis. A revision procedure has been indicated. No patient complications were reported in relation to his event. Further information was requested and is not yet available. Should additional information become available, this complaint will be reassessed. Additional information received that the revision procedure was performed. The ipp was noted having no fluid and was completely empty. All components were removed and replaced. The patient is doing fine and the surgery was a success. The device has not fluid in it and was completely empty causing the failure to inflate. The device was taken out and discarded.